Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they received cuvette not dry errors on synchron lx I 725 clinical system. When troubleshooting, the customer noticed drops of fluid on top of the reagent carousel cover. No injury has been reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse replaced leaking reagent t valve and removed bubbles from reagent syringe. The fse inspected the instrument, primed lines, and ran qc. Hardware, addressed by the fse, is the root cause for this event.